Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the insulin pump failed the displacement test. No further information was provided.

Manufacturer narrative:
Insulin pump was received with motor error alarm during basic occlusion test, due to protruded and loose drive support disk. Insulin pump passed displacement test. Motor passed motor test. Insulin pump had missing end cap sticker, minor scratches on lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and broken reservoir tube lip.